Event description:
Philips received a complaint by the customer on the v60 indicating that the error for high blower temperature had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error for high blower temperature had occurred. A field service engineer (fse) went onsite and confirmed the error for high blower temperature. The fse replaced the blower and let the device run for 30 minutes to verify no further issues occurred. The fse replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.